Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent implantation of heartmate 3 left ventricular assist device. Patient returned to the closure of median sternotomy with sternal plating and bilateral pectoralis major muscle flaps. Bilateral sub-pectoral bard blake drains were placed. It was noted that the left jp drain with issues removing ultimately splitting high in chest. Patient returned for removal of the retained jp drain.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.)". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could. Check for fluid entering reliavac® evacuator. Lack of flow may indicate: all exudate has been removed. Wound drain is clogged and may require irrigation and aspiration (consult physician). Auxiliary wall suction pressure is above 210mm hg. Deflated balloon: check all connections for air leak and wound tube perforations for exposure above the skin. If still deflated, replace evacuator. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of: air entering partially closed wound. An operative air pocket. Insert safety pin into hole in collar to attach evacuator to patient's clothing or bed linen. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent implantation of heartmate 3 left ventricular assist device. Patient returned to the closure of median sternotomy with sternal plating and bilateral pectoralis major muscle flaps. Bilateral sub-pectoral bard blake drains were placed. It was noted that the left jp drain with issues removing ultimately splitting high in chest. Patient returned for removal of the retained jp drain.